Event description:
Pt's one touch basic enhanced meter would not power on. Pt's family member was reported to have been chewing on the meter and the serial number was not visible. Pt did not have any symptoms at the time of concern. Pt reported that the last test was performed some time ago. Pt contacted a medical professional for advice and a result of over "600mg/dl" was obtained at a physician's office. Pt was treated with insulin. The customer service rep discovered through troubleshooting that the batteries were replaced less than 1 year ago, the batteries were correctly installed and the battery contacts were in good condition. The meter was replaced due to an unresolved power issue. Medical affairs specialist mailed a letter, since the pt could not be reached. There is no evidence that the meter contributed to an adverse event, since the pt had not tested for some time.